Event description:
Excluder ibd (iliac branched device) device migration of >3-cm requiring reintervention and proximal cuff placement. Occlusion right hypogastric branch. Iliac branch device placed on (B)(6) 2022; 1 month "f/" CT scan had show proximal device migration and occlusion of the right hypogastric branch; 3 -month CT scan demonstrated >3-cm migration with possible type I endoleak. Therapy dates: (B)(6) 2022. FDA safety report ID# (B)(4).